Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carealert was triggered due to elevated impedance in the right ventricular coil (rvc). The rvc impedance range was reset to the next highest setting. The lead remains in use. No patient complications have been reported as a result of this event.